Manufacturer narrative:
One sample was received for evaluation. The returned sample was labeled for single use. Visual inspection revealed no evidence of a frayed filter. The device was subsequently disassembled for closer examination of the filter. No evidence of fraying was observed on the filter. The filter material was found to be in its normal condition. The reported condition was not verified for the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that the filter of two (2) large volume infusors was frayed. This was noted after compounding. There was no patient involvement. No additional information is available.